Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was observed on the right ventricular lead and is suspected to be due to a non-confirmed integrity issue. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.